Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 18 months after the dental implant was placed in ada site #8 in the mouth, the implant had not achieved osseointegration, implant fractured.. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 18 months after the dental implant was placed in ada site #8 in the mouth, the implant had not achieved osseointegration, implant fractured. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).